Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: correction: block e1: initial reporter address: (B)(6). Block h2: device evaluation: block h11: investigation results: the device returned and no problems were found in the handle. Additionally, the handle was rotated 180 degrees until an audible click was listened and the suture had seven knots. Perhaps, the ligator housing was not returned for analysis. With the testing of the product return it was unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The definitive cause of the reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.